Event description:
It was reported that during a cholecystectomy produre, the staple malformed at 2nd and 3rd firing. Another device was use to complete the case. There were no adverse consequences to the patient.